Event description:
Consumer complaint of about high blood results. Results in memory were as follows: (B)(6) at 9:41 am 232 mg/dl; (B)(6) at 9:34 am 116 mg/dl (other system read 64 mg/dl); (B)(6) at 5:00 pm 278 mg/dl; (B)(6) at 9:31 am 192 mg/dl; (B)(6) at 10:11 pm 99 mg/dl (other system read 74 mg/dl). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).